Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was toning due to an unsuccessful care alert transmission and an atrial bipolar lead impedance warning. There is not an atrial lead implanted, the implant detect was not turned off on the device. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).